Event description:
It was reported that, pt has distal femur implanted for tumor. Pt is symptomatic. Revision will be scheduled and more info will be available.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.